Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine and hydromorphone via an implantable pump. The indication for use was spinal pain indications. The healthcare provider reported that the pump went empty 4 days ago and was asking if it can be filled. The agent reviewed that it is not recommended for the pump to run empty and reviewed considerations around pump function after it goes empty. The healthcare provider stated that they will likely fill the pump and monitor for volume accuracy going forward.